Manufacturer narrative:
The insulin pump unable to prime during prime test. Received motor error alarms during basic occlusion test due to faulty force sensor. Unable to perform occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during the prime process. Troubleshooting was performed, and the displacement test passed. The customer stated that in september she went through the body scanner, but she does not recall if she was wearing the insulin pump. The next day the customer called back to report that the paramedics were called and she was hospitalized due to diabetes ketoacidosis. The customer experienced high blood glucose and shortness of breath. The customer mentioned that she took less insulin, and she has not been on a proper insulin regime in two years. Reviewed the alarm history and found several motor error and no delivery alarms. Performed the self test and passed. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.